Event description:
Pt placed on anesthesia unit for ortho surgery. Immediately experienced difficulty moving air . Pt's chest became rigid and pt became hemodynamically unstable. Despite resuscitative efforts-unexpected death of this pt. Anesthesia unit under evaluation. Case was medical examiner's due to motor vehicle accident.